Event description:
It was reported that this right ventricular (rv) lead had perforated shortly after implant. The patient was discovered to have a left sided pleural effusion. This rv lead was explanted and replaced with a new rv lead. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had perforated shortly after implant. The patient was discovered to have a left sided pleural effusion. This rv lead was explanted and replaced with a new rv lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.